Event description:
A customer reported receiving an ER-3 message on their adc meter upon strip insertion and as a result of being unable to test sustaining an injury. The customer refused to complete troubleshooting and provide any further information with regards to the medical event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.